Event description:
During the operative procedure, the ethicon clip applier became jammed and was removed with difficulty from the vessel it was ligating. The device was immediately removed from the sterile field and replaced with a new clip applier. Device given to materials coord. No harm to patient.